Manufacturer narrative:
(B) (4) - off label use. (B) (4). The device is expected to be returned for eval. It has not yet been received.

Event description:
Device issue: difficult to remove. Time of device issue: during vessel closure. Adverse event: none. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, after deploying the clip, resistance was encountered during device removal. A dilator was inserted into the access ports unlocking the thumb advancer and clip delivery tube set enabling them to be retracted proximally, the safety release slider was activated, and a scalpel was used to expand the tissue tract; freeing the device for removal. The starclose se device clip achieved hemostasis. No adverse pt effects were reported. Though requested, no additional info was provided.